Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon received the vessel sealer extend (vse) instrument and initially attempted to utilize the device; however, it did not function properly. The staff then removed and reintroduced the instrument, verifying that the cables and erbe system were operational. Despite these checks, the vse instrument failed to perform effectively after multiple attempts. The surgeon subsequently requested a replacement vse instrument. During the operation, the surgeon positioned the device to clamp an appropriate amount of tissue; however, the vse instrument did not achieve effective hemostasis despite the system providing both visual and audible confirmation of sealing. After three unsuccessful attempts, the surgeon requested a new vse instrument. Upon replacing the instrument with a functioning one, the procedure continued without incident, and no further issues were noted. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the surgeon heard the tones during the sealing procedure, and after three attempts, he decided to change instruments.